Event description:
A family member reported that on (B)(6) 2011 or (B)(6) 2011, it became more difficult to elicit a response from the keypad buttons. She stated that the buttons became more difficult to press. She confirmed that all keypad buttons are affected, but the down arrow button is the worst. She stated that the patient wears the pump on his belt and does not clean the pump.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad was found to be worn but intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons are intermittently responsive and require excessive force to obtain a response. There was evidence of contamination found under all key contacts.

Manufacturer narrative:
(B)(6). The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.